Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4. During the clip delivery system (cds) preparation it was noted that the gripper arms were not even. Raising and lowering the gripper lever did not improve the gripper arms. Therefore, it was decided not to use the cds. The gripper arms appeared to have been attached with a tilt [bent]. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue and tilted/bent gripper arms were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported clip actuation issue appears to be related to the reported tilted/bent gripper arms. However, a conclusive cause for the reported tilted gripper arms cannot be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.